Manufacturer narrative:
The device was returned for analysis. The reported deflation issue could not be confirmed due to the condition the device was received for analysis. The reported difficulty to remove could not be replicated in a testing environment as it was related to operational context of the procedure. A review of the lot history record identified one manufacturing nonconformity issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed one similar complaint from this lot which is associated with an exception. The investigation determined the reported deflation issue appears to be related to a potential product quality issue. The reported difficulty to remove appears to be related to operational context of the procedure as it is likely the un-deflated device met resistance during removal. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices. On january 15, 2020, the abbott vascular determined that a field safety corrective action is required for specific lots of nc trek rx coronary dilatation catheter and nc traveler coronary dilatation catheter. The field safety action number is 2024168-1/27/2020-001. This action was taken as a result of an increase in the complaint trend for reported failures of deflation for nc trek rx and nc traveler rx coronary dilatation catheter. Product from identified lots may exhibit slow, partial or failure to deflate.

Manufacturer narrative:
On january 15, 2020, the abbott vascular determined that a field safety corrective action is required for specific lots of nc trek rx coronary dilatation catheter and nc traveler coronary dilatation catheter. The field safety action number is 2024168-1/29/2020-001-r. This action is being taken as a result of an increase in the complaint trend for reported failures of deflation for nc trek rx and nc traveler rx coronary dilatation catheter. Product from identified lots may exhibit slow, partial or failure to deflate.b3, b6: date of event.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: the procedure was to treat the left main (lm) coronary artery lesion. Following balloon inflation, the balloon partially deflated, with no chance to fully deflate. The nc trek was able to be removed with the guide catheter and without intervention required.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a percutaneous intervention treating an unspecified lesion. A 4.5x15mm nc trek advanced to the lesion site without issues reported. The balloon was inflated without issues noted. During balloon deflation attempt, the balloon was unable to deflate. The nc trek was difficult to remove and was eventually removed from the vessel. There were no adverse patient effects and there was no clinically significant delay reported. No additional information was provided regarding this issue.